Event description:
It was reported that the patient underwent a hip procedure. Subsequently, approximately 7 months post-implantation, the patient was revised due to malalignment - socket dislocation/subluxation. Acetabular cup, modular head, acetabular liner were revised. Diligence is completed and no additional information on the reported event is needed at this time.

Manufacturer narrative:
(B)(4). D10. Hxpe liner elevated ii 32 item# 00-8752-010-32 lot# 65310641. 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners for export only #item 65875305201 lot# 65378326. G2. Report source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.